Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 was smoking and not sealing branches well causing bleeding. The reporter stated that "the harvester decided to take the hemopro tool out to try and evacuate some of the smoke. Right after she did that she noticed a lot of bleeding. She said she was not able to locate a certain branch it bleeding was coming from. They made the decision to bridge the leg. When they opened the leg they noticed that almost every branch was not sealed so they had to clip all of the branches". Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).